Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The mss classified this complaint based on customer service rep (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay user/pt on (B) (6) 2010, alleging that the one touch ultra2 meter was reading inaccurately erratic. The issue first occurred on (B) (6) 2010 at 12:30 pm. The pt obtained blood glucose results of "86 and 33 mg/dl" with the lifescan meter, performed within 20 minutes of each other. The pt administered her usual 20 units of novolog insulin (sliding scale) at 12:35 pm. A few minutes after obtaining the result of 86 mg/dl, the pt started feeling dizzy and experiencing blurry vision. At 12:45 pm, the pt administered self-treatment by eating food and/or drinking a beverage. She did not test on any other device. No further treatment was received. According to the troubleshooting performed with customer service, the reporter did not have test strips or meter to perform qc testing. Replacement products were sent. This complaint is being reported as reportable event due to the following conclusion(s): based on statistical methodology, the calculated difference of the glucose results exceeded the expected value of <=20% and/or <=20 mg/dl. The reporter alleged the pt developed symptoms and requiring self-treatment after administering insulin based on meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.